Event description:
It was reported that this pacemaker system was explanted due to infection. The infection was not thought to be systemic; therefore, a new system was implanted on the right side of the patient during the same procedure. No additional adverse patient effects were reported. It is expected to receive this product for analysis.